Event description:
It was reported that the patient was admitted to the hospital in 2006 for hip pain. X-rays revealed a broken ceramic head. Patient was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additiaonal information becomes available, it will be submitted in a supplemental report.